Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the voltage was valid and the battery voltage recently began dropping in an irregular fashion. Device replacement was recommended. This ICD was explanted, replaced with different model and was returned for analysis. No additional adverse patient effects were reported.